Event description:
Event description guidant received information that the patient with this pacemaker stated his heart rate increases to 150 whenever he bends over or goes over a bump. The caller turned the rate response sensor off and the patient indicated he felt much better. At the next visit, it was discussed that the patient was hit by a tree about 2 years ago right at the pacemaker site. Since then, his device has been functioning, but gradually started not working. The doctor explanted the device and discovered that the header was almost completely disconnected from the generator and tissue had grown in between. The header had to be cut to remove the device. The leads were capped and the doctor did not put in a new system. The pacemaker was returned for analysis.